Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited an auxiliary tube inlet water leak. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that auxiliary water inlet may be broken, and the event may occur if excessive force is applied. However, the root cause of the event could not be determined. The following is included in the instructions for use (IFU): ·labeling. User can detect the suggested event by handling device in accordance with the following IFU. Operation manual_ reprocessing the endoscope (and related reprocessing accessories) leakage testing of the endoscope_ perform the leakage test. Olympus will continue to monitor field performance for this device.